Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable high gluc3 glucose hk gen.3 result for 1 patient tested on a cobas integra 400 plus. The initial gluc3 result was 580 mg/dl. The sample was retested 3 times each with a result of 79 mg/dl. The erroneous result was not reported outside of the laboratory. The gluc3 result of 79 mg/dl was deemed to be correct. There was no allegation of an adverse event. The gluc3 reagent lot was 31773701 with an expiration date of 31-may-2019. The room temperature in the laboratory was 22 degrees celsius. Based on qc and calibration data being acceptable a reagent issue can be excluded. Based on the reaction monitor for the discrepant high result, the investigation determined that the reaction curve is consistent with a contamination of the sample probe by fibrin or gel, causing an additional amount of patient sample to be dispensed into the reaction cuvette. The investigation did not identify a product problem. The cause of the event could not be determined.